Event description:
A laser tech reports a suction issue during flap creation. Loss of suction occurred at 50% completion of the flap. The surgeon transferred the pt to another device and successfully completed the flap. The refractive surgery was then completed and the pt is reported to be doing fine. No further info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. The customer's complaint history was reviewed for the period of 12 months and showed no other complaints. (B)(4).